Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07095, related manufacturer report number: 2017865-2020-07097. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.